Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report

Event description:
Related manufacturer reference number: 3006705815-2020-33387. It was reported that one of the patient's leads migrated. The issue was confirmed via x-rays. Surgical intervention took place on (B)(6) 2020 wherein the existing lead was repositioned and secured to address the issue. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.